Event description:
Boston scientific received information that this pacemaker showed characteristics of premature battery depletion (pbd). Technical service advised to explant the device. There was no intervention was performed as of this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Additional information indicated that this pacemaker was removed and replaced. No additional adverse patient effects were reported.